Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
G4: 23sep2019; b4: 24sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 11dec2019, date of report : 16dec2019. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen revealed no signs of physical damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation touch screen assembly failed testing - the measured resistance and resistance ratio were found to be out of specification. The ul_lr and ur_ll resistance & resistance ratio were out of specification. Fault was found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement/harm.